Event description:
It was reported that surgeon noticed during assembling that the locking wire would not let the insert fully seat properly. So he decided to use another insert.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Lot, manufacturing date, and expiration date corrected. An event regarding a seating issue involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. No adverse consequences to the patient were reported. Device history review for the reported lot was satisfactory. Complaint history review for the reported lot confirmed that there are no other similar events reported. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that surgeon noticed during assembling that the locking wire would not let the insert fully seat properly. So he decided to use another insert.